Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, surgeon recut distal femur +2mm. Then surgeon moved on to tibia, where he placed the tibia block with alignment rod. After that, surgeon cut through block and sized tibia, noticing anterior overhang of the tibia baseplate and decided to downsize from a size 6 to size 5 component. The surgeon free floated the tibia baseplate. Upon post op x-ray, surgeon noted the tibia implant had more slope than planned. Patient was not harmed.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, base on the limited information provided, the root cause of the reported events cannot be definitively concluded, however, user technique cannot be ruled out as a contributing factor or if the plan would have been changed if reviewed prior to auto approval. The patient impact beyond the reported slope inaccuracy cannot be determined, as it was not reported how this affected the range of motion or patient and surgical ambulation, although based on the x-ray, the surgeon noted the tibia implant had more slope than planned. Reportedly, the procedure was completed, without delay, using a s+n back up device. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, part number, size, implant type, hand, recut type, saw blade thickness and part configuration should be verified, besides dimensions should be measured with caliper to ensure print specifications. This event was evaluated through our internal quality process and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or user error are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, base on the limited information provided, the root cause of the reported events cannot be definitively concluded, however, user technique cannot be ruled out as a contributing factor or if the plan would have been changed if reviewed prior to auto approval. The patient impact beyond the reported slope inaccuracy cannot be determined, as it was not reported how this affected the range of motion or patient and surgical ambulation, although based on the x-ray, the surgeon noted the tibia implant had more slope than planned. Reportedly, the procedure was completed, without delay, using a s+n back up device. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, part number, size, implant type, hand, recut type, saw blade thickness and part configuration should be verified, besides dimensions should be measured with caliper to ensure print specifications. This event was evaluated through our internal quality process and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or user error are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.